Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to a breach in aseptic technique. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was hospitalized on (B)(6) 2025 due to peritonitis. Additional information was obtained through follow-up with the patient¿s pdrn. The patient went to the hospital on (B)(6) 2025 due to abdominal pain, nausea, vomiting, and diarrhea. The patient was admitted and diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The culture was positive for staphylococcus epidermidis. The patient was discharged from the hospital on (B)(6) 2025. The cause of the peritonitis was determined to be a breach in aseptic technique by the patient. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was hospitalized on 7/14 due to peritonitis. Additional information was obtained through follow-up with the patient¿s pdrn. The patient went to the hospital on (B)(6) 2025 due to abdominal pain, nausea, vomiting, and diarrhea. The patient was admitted and diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The culture was positive for staphylococcus epidermidis. The patient was discharged from the hospital on (B)(6) 2025. The cause of the peritonitis was determined to be a breach in aseptic technique by the patient. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.